Manufacturer narrative:
Returned device was received in excellent physical condition. During the evaluation of the device, the reported complaint was able to be replicated by analysts. The pcb had a weak intermittent speaker. The pcb was found to be the cause of the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had no sound or alarms during testing. No adverse effects were reported.